Event description:
It was reported the patient¿s pump appeared to have stopped delivering therapy. The reporter did not know additional information. It was noted the patient ¿didn¿t want¿ to cause a fuss but ¿her pump simply stopped¿. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).